Event description:
The complainant reports the oxygen tubing falls off of the opti-mist plus nebulizer connection when the oxygen flowmeter is increased to 5 liters/minute.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. This complaint involves an estimate quantity of (B)(4) devices but, the exact quantity is unknown and could not be confirmed by the complainant.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. Returned product was received at the manufacturing site. Updated (device available for evaluation). Evaluation is still in progress. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
A quality complaint investigation was performed. One used sample was returned to assist with the investigation. The investigation performed by quality department of the manufacturing site indicated that product met the specification requirements. Reported disconnection could not be replicated on the returned sample. A functional test was performed to try to reproduce the disconnection of the tube. The tube did not disconnect from different air flow rates from 4 l/min to 10 l/min. No previous investigations are available to leverage. After review of the returned product and detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will continue to monitor for possible trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/03/2015.